Event description:
It was reported that during a lap cholecystectomy procedure, the device was sticking during firing and then the jaws locked shut. The surgeon manually manipulated the device to remove it from the tissue and used a second device to complete the case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.